Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3889-28, lot# v435227, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was a neurostimulator malfunction. It was stated the battery seemed fine and they able to program the device. It was noted that the interstim would turn off spontaneously. The patient had no benefit whether the device was on or off. It was further noted that the patient had not had benefit from the interstim since (B)(6) 2012. It was stated that the device was functioning then. After the program was reset, it would work, and then it would turn itself off. Multiple reprogramming attempts were noted. The device was removed on the previously noted date. No hospitalization was required and the patient outcome was no injury. The patient recovered without sequelae.

Event description:
It was reported that the patient was unable to adjust stimulation and saw a ¿call your doctor¿ icon. The patient also saw a power on reset (por) condition on the day of the report. The patient also reported that she never had therapeutic effect and the therapy never worked for her or the way she was hoping. The patient stated that her bladder could hold very little, ¿last night¿ she went three to four times. The patient noted that her healthcare provider (hcp) tried to reprogram it, but she did not see any difference. However, the last time she saw the physician was a year ago. The patient was also taking ¿enablex¿ for her bladder. The patient mentioned that she had a stomach flu and had been vomiting while on vacation. Twelve days later it was reported that the patient presented with a ¿loss of serial number for an unknown reason.¿ the serial number was re-entered and the implant was re-synched with the patient programmer and the issue resolved. The patient had four programs and did not have much success with these, so the reporter would like to just program one in unipolar. The impedances were reported to be fine. The patient was reprogrammed and she felt a response vaginally. The patient was having breakthrough urgency and frequency issues. The reporter noted that during the initial implant the patient had a toe and bellows response. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v435227, implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a loss of therapeutic effect. Since (B)(6) 2013, it was stated the implantable neurostimulator (ins) had "not been working." The patient had it adjusted twice and they would feel the stimulation, but when they got home it was "dead." The patient was getting a "symbol" on the programmer, but the icon was not explained. The ins was reported to be dead. The patient was going to get the ins removed on (B)(6) 2014 and they thought the ins was a "lemon." It was indicated that the manufacturer representative reportedly checked the battery and said "it was fine; it was the interstim that was faulty." Additional information has been requested, a follow up report will be sent if additional information is received.